Manufacturer narrative:
(B)(4): evaluation revealed that the keypad was fully intact but the bolus button was torn. A damaged bolus button will allow contamination to permeate the button contacts negatively impacting the button function. The damaged bolus button is obvious and detectable and should alert the user to discontinue use of the pump. The up arrow keypad button was intermittently unresponsive and the bolus button was inoperable. All of the other keypad buttons responded appropriately. There was no contamination under the keypad buttons but the up arrow key contact was fund to be inverted. The contrast, ok and down arrow keypad buttons spring back or click normally.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging that all buttons on pump are unresponsive. The keypad is reportedly intact but the audio bolus button missing. The reporter denies any water exposure or known trauma to the pump. The pump is worn exterior to the garment and is not cleaned. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.